Event description:
Reporter alleged due to the blood glucose monitoring device, being taken to the hosp where he was admitted for 10 hours and treated with a dietery adjustment. Reporter stated experiencing high device readings and going to the hosp based on the readings. Reporter stated device result was 352 mg/dl and he felt shaky, light-headed, and had blurry vision. Reporter stated at 8:30 am, customer was taken to the hosp by a family member and hosp device reading was 81mg/dl. Reporter indicated that normal medication and food was taken the day of the alleged incident; however, no controls were used. A request was made for the return of the suspect device and replacement product was sent.